Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information requested by email on (B)(4) 2010. (B)(4).

Event description:
A consumer reported that two years ago, she experienced red eyes and a corneal ulcer following use of this product. She stated that she was treated with unspecified medication and went a month without wearing her contact lenses. The consumer indicated she started using another multipurpose solution, returned to wearing her contact lenses, and did not have further problems. On (B)(6) 2011, the consumer stated she discontinued the product and the event resolved.